Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
Company representative reported via e-mail that the customer was called and he reported that the insulin pump had no delivery alarms a couple of times with the reservoir. The customer also mentioned that sometimes he has difficulty finding spots to insert the site and has had bruising around the sensor. The customer also complained about the sensor readings being inaccurate. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device will not be returned for analysis.